Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoid rectum, the account performed full and complete squeezes of the handle and the device fired but there were no staples. It was stated that the handle returned to open position following the first full squeeze and closed following second complete squeeze. It was also stated that they were able to cut the tissue. Another cut and stapling was done. The event resulted to an extended surgical time in more than 30 minutes.